Manufacturer narrative:
Product complaint # (B)(4). Batch # unk . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Experienced. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown. Were the donuts inspected? If so, please describe. Unknown. Was a complete washer transection confirmed? Unknown. Did both the cdh25a and cdh29a staple lines have malformed staples and bleeding? Yes. Was only the cdh29a staple line found to be bleeding during the enteroscopy? No. What was done during the enteroscopy to address the bleeding? What was the volume of blood loss (ml)? Unknown. Did the patient require a transfusion? Yes, 600ml after surgery. Was the hospital stay prolonged as a result of the event? If so, how long? Yes, but no specific time. Were there any changes to the post-operative care of the patient as a result of the event? Stop post-op bleeding. What is the current status of the patient? Stable.

Event description:
It was reported: malformed staples. During the excision of malignant sigmoid colon tumors surgery, when used cdh25a to do anastomosis of colon and ileum and used cdh29a to do anastomosis of colon and rectum, after fired, noted the staples malformed and bleeding, used suture to oversew and stop bleeding. After closed the abdomen, it was found that the anus was bleeding, and stopped the bleeding under enteroscopy. The patient is stable and in the hospital now.